Manufacturer narrative:
H10: the lot numbers for the malfunctions were provided and lot histories review was performed. The device was not returned for one malfunction; the investigation is inconclusive for a retraction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. The device has been returned for one malfunction; the investigation identified a break and is confirmed for a break and retraction problem. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model atg80144. Pta balloon dilatation catheter allegedly experienced retraction problem. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. One patient is 66 years old and both patients are male, weight range from 65 to 107 kgs; however, one patient age was provided.

Manufacturer narrative:
For the two reported complaints, one device is returned and the second device was not returned. For the device that was returned, a retraction problem was identified. The device that was not returned is inconclusive for retraction problem. Based upon the available information for both investigations, the definitive root cause is unknown. The device is labeled for single use. Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model atg80144. Pta balloon dilatation catheter allegedly experienced retraction problem. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. One patient is (B)(6) years old and both patients are male, weight range from 65 to 107 kgs; however, one patient age was provided.